Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included obesity. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight fluctuation ("weight gain / loss specify which one."). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (total vaginal hysterectomy, bilateral salpingectomy) and surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: five coil noted on the left hand side. Three coils were noted from the right tubal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram: in (B)(6) 2011: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 4. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain, menorrhagia, dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight fluctuation ("weight gain / loss specify which one."). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: five coil noted on the left hand side. Three coils were noted from the right tubal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia and dysmenorrhea . Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease, new events menorrhagia, vaginal haemorrhage, dysmenorrhea and weight fluctuation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 846830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included obesity. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and weight fluctuation ("weight gain / loss specify which one.") And was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion details ((B)(6) 2011) findings: 1. Small anteverted uterus. 2. Slightly dilated cervix. 3. Normal appearing endometrium. Five coil noted on the left hand side. Three coils were noted from the right tubal. Reported as hysterectomy on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-mar-2019: pfs received. Reporter's information was added. Added event weight gain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.